Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient who was receiving dilaudid at a concentration or dose of "10" via intrathecal drug delivery pump for spinal pain. It was reported that the patient was going through withdrawals at the time of this report and because she was going through withdrawals, she was experiencing lower back pain, was sick to her stomach, sweating, really tired, hurting and nauseated. The patient's pump had run dry twice before, and the second time it was "due the 9th" and ran dry (B)(6) 2017. This was the third time her healthcare provider (hcp) had let the pump run dry, but it was different hcps each time the pump had run dry. It was reported that the patient was at her hcp's office on (B)(6) 2017 to get her pump refilled, but the hcp "didn't like her" because they insisted it was supposed to be refilled on (B)(6) 2017 (or the (B)(6)) when the patient stated it was supposed to be refilled on (B)(6) 2017, and she went "round and round" with the hcps. The patient's hcp knew about all of the symptoms/events reported; the patient called the hcp on-call and was told by the hcp to go to the hospital if it got too bad. Drug information was the same for each time the pump ran dry. It was reported that the critical alarm had been going off for "4 days now" and that this was the "5th day" dealing with the alarm, and that the alarm volume was "so low" and the patient had a hard time hearing it. The patient would follow up with the hcp. No further complications were reported.